Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Upon review, it was revealed that the patient's right ventricular (rv) lead had exhibited low and out-of-range defibrillation impedance. It was also found that the rv lead had exhibited r-wave amplitude variation. No intervention was performed. There were no patient consequences.